Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction "gap between acoustic lens and ultrasound probe" and "acoustic lens detached" is traced to component failure and for the malfunction "forceps elevator has residual liquid" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited gap between acoustic lens and ultrasound probe, detached acoustic lens and residual liquid in the forceps elevator. There was no patient involvement.